Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, post clip placement, the patient developed a hematoma, increasing in size. Hemostasis was not achieved by the starclose se clip. Manual arterial compression was applied to achieve hemostasis and to treat the hematoma. There was no reported clinically significant delay in the entire procedure. The physician is reported to be in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.